Manufacturer narrative:
As a result of this malfunction, the potential for contamination exists if not discovered by the clinician. Therefore, because the consequences of this malfunction affect the device in a manner that may lead to a death, serious injury/illness or require intervention to preclude such, this event is reportable per 21 cfr part 803. The customer returned a box with unused pouches. The pouches were tested and found to be within specification.

Event description:
In this event is was reported that assure plus pouches were spilling during the sterilization process; no injury resulted.